Event description:
On (B)(6) 2011, the reporter contacted animas on behalf of her daughter (the pt) alleging that the pump was not delivering insulin properly. The reporter also reported that the pt was admitted to a hospital on (B)(6) 2011, for a stomach virus, large ketones, and vomiting. She was reportedly treated with IV fluids. She was reportedly released from the hospital that same day and was on zofran medication. From (B)(6) 2011, the reporter claimed that the pt's blood glucose (bg) levels had been in the "200'-500's" mg/dl. A review of the pump revealed that all histories added up properly and the device's time/date were correct. No associated alarms in the history were observed. The pump was not reportedly suspended. All bolus settings were confirmed to be correct. The reporter claimed that she was changing the sites every 2-3 days. She denied having problems with leaks of smelling insulin. The reporter also denied having problems with insertion. The pt reportedly did not have lumps, hardness, or scars at the sites. She also denied noticing any air bubbles in the tubing. Based on the info provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump was not delivering insulin properly and the pt was having elevated blood glucose levels that meet animas' criteria for a serious injury.

Manufacturer narrative:
The pump has been returned to animas for eval. The eval of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the eval is completed, a supplemental report will be filed.